Event description:
Information received indicates blood leakage was noted from the gas connector of the product during an ECMO procedure. The unit was changed-out during the case with no report of pt complication.